Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty lithium battery. To correct the condition, the lithium battery was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During preventative maintenance baxter technician found lithium battery low alarm. This condition had the potential to interrupt delivery. Complaint questions don't need to be answered because complaint was found by baxter technician. There was no report of patient involvement, injury, or medical intervention necessary. The user interface module master software version is unknown. No additional information is available.